Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. No sample or lot number were returned for the device. Hence, the device could not be evaluated. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tata012aa which could have contributed to the reported problem. A review of the batch records associated with the manufacturing of lot tata012aa was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. A review of the february monthly report for advate bjiii was also performed relative to the subcategory 'no diluent transfer'. The complaint rate for this subcategory for 2024ytd is approximately (B)(4), in comparison to previous years; 2022 (B)(4) and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Caller stated they have 2 vials of advate, that have malfunctioned. When she pressed down on them, the top vial wasn't puncturing and they could not get diluent to go down. Caller advised they had to pry one apart and transferred herself. The other one, which she still has on hand punctured partially. They went back the next day to get vial and saw some of it leaked out, making it unusable. Caller stated same thing happened last year. Patient is now going to miss a dose unless a replacement can be sent by thursday. Additional information obtained from reporter on 07feb2024: 1. Did you notice any damage prior? Ans: no. 2. Can you provide your address where the return packaging can be sent? Ans: I only have the second one which I cut and pried apart but some of the medication went in and reconstituted. The first vial I discarded. Reporter inquired about replacement and not having to pay as this has occurred before. Ms mentioned that they could provide the number to customer service but reporter indicated that they spoke to a takeda representative who stated they would need to be reimbursed through the specialty pharmacy. Reporter called the specialty pharmacy who stated that they would need to just pay the co-pay. Reporter mentioned that the patient did not take the last dose and the patient's hcp stated this was fine. When ms inquired about sending packaging again if the reporter would be open to returning it, the reporter stated she did not feel it would be worth it. No sample return will be received for this case. As per follow up with reporter on (B)(6) 2024, the sample will not be returned. The initial vial was discarded and the second vial was manipulated by the reporter and they feel it was not worth returning.